Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. The two returned files are broken in the active part (torque). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. For information, this product is manufactured by (B)(4) for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu.

Event description:
In this event it was reported that two reciproc files broke during use on the same patient. The separated pieces could not be retrieved and were incorporated into the filling.